Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, a trapezoid rx was used to attempt to crush a 5mm stone. However, the tip of the basket detached inside the bile duct when it was gripped lightly and was then retrieved using biopsy forceps. Another device was used to retrieve the stone. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment. Imdrf impact code f2301 captures the reportable event of detached tip was retrieved using biopsy forceps.